Event description:
It was reported that this right atrial (ra) lead exhibited signs of fracture. Subsequently, the patient underwent a revision surgery in with this lead was explanted and replaced. In this surgery the pacemaker was also explanted due to normal battery depletion. No additional adverse effects were reported. This lead has not returned for evaluation.